Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The air detector did not work during testing so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed an air in line alarm with a fully primed set. No adverse patient effects were reported.